Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18jul2019. The field service engineer (fse) inspected the device and found an error code of alarm led failed in the diagnostic logs. Fse replaced the fse replaced pcba, user interface, pm pcba. Unit passed the required test of the performance verification successfully. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports it was reported that the ventilator had an alarm led failure. The device was in clinical use at the time the reported event was discovered; however, there was no harm to the patient or user.